Manufacturer narrative:
(B)(4). This is 2 of 3 reported events of scarring as a result of a skin reaction. Related complaint records: (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The reaction was described as a chemical burn the size of the sensor patch. The patient was evaluated by a doctor who prescribed steroid ointment. The patient reported the reactions have occurred since january and has sustained scars from the burns. The patient stated she sustained three scars, two on the abdomen and one on her side. However, the patient does not recall the dates of the reactions that cause the scars other than they occurred months ago. This is being reported based on the allegation of scarring. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4). H2: addtional information h10: voluntary medwatch report number (B)(4).